Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump keeps alarming unexpected restart. The alarm history showed an unexpected restart, an external ram error and a no delivery alarm. It was stated that a temporary basal was not programmed before the unexpected restart and device was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Mother requested the insulin pump to be replaced. It was advised that the device would be replaced and was agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump alarmed after a battery change due to a faulty component on the interface circuit board. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.